Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was clarified that their problem with the device was that they couldn't reprogram the unit. They reported that it turned out that they needed new batteries. They replaced the batteries and ¿problem solved;¿ it¿s working fine now. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported having so many problems with the implant and that they are just peeing horribly about and it just doesn't stop (started all of a sudden and got progressively worse. Patient said she usually has a small amount of dribble but is not going through a couple depends a day. Patient also has a gurgling in his stomach starting on 4/14. Patient increased stimulation on either 4/13 or 4/14 but 'it made it twice as bad'. During the call, stimulation was increased from 4.7 to 5.8. Patient states he felt a burning sensation but wanted to leave stim there. Patient has a phone call appointment on 4/15..patient also has a gurgling in his stomach starting on 4/14. No further complications noted or anticipated.